Event description:
Caller states that the patient tested 6.1 inr on the device while a comparison lab drawn within 10 minutes returned as 3.8 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.